Event description:
Additional information was received from a device manufacturer representative (rep). The device was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis was not able to establish telemetry with the pump. Upon further investigation a high current drain of 80 milliamps was found. (B)(4).

Manufacturer narrative:
Due to further testing the analysis finding was updated to high current drain due to l334 ic anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal gablofen 2000 ug/ml at a dose of 630/d. The indication for use was intractable spasticity. At a refill on (B)(6) 2016, the actual reservoir volume (arv) was 18 and the expected reservoir volume (erv) was 2. There were no discrepancies mentioned on past refills. The patient reported rigidity since (B)(6) 2016. It was a gradual change in therapy/symptoms. The patient was taking oral baclofen.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.